Event description:
It was reported the system had a communication fail error message that resulted in a system lockup and a loss of functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.